Manufacturer narrative:
The reported event of stylet insertion failure was confirmed. As received, a complete lead without a stylet was returned in one piece for analysis. X-ray examination found the inner coil inside the connector region was over torqued. Unable to perform the stylet insertion test due to over torqued inner coil. The cause of the reported event was isolated to over torqued inner coil consistent with procedural damage.

Event description:
During initial implant, the stylet was unable to advance in the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.